Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, scratched lcd window, scratched case and reservoir tube cracked. Cosmetic damage was confirmed where minor scratched lcd window was noted. Retainer ring damage confirmed where cracked reservoir tube was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885 was requested and the device was returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section h11 with this report as per latest pa completion comment. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, (minor) scratched lcd window, scratched case and cracked retainer. The hard coat edge was acceptable per case assembly cosmetic specification, (B)(4). Cosmetic damage was not confirmed at display (sharp edge); however, the pump had minor lcd window scratches and a cracked retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.